Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: etlw1620c156ee, serial/lot #: v07522223, (B)(6), (B)(4); product ID: etlw1616c82ee, serial/lot #: v07532175, (B)(6), (B)(4); product ID: etlw1620c156ee, serial/lot #: v07522224, (B)(6), (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent graft system was implanted in the patient during a chevar procedure. It was reported approximately 2 weeks post the index procedure the patient suffered from right groin hematoma. It was reported that the patient was admitted into hospital and the event resolved. As per the investigator the event was not related to the study device but the study procedure was causal. No additional clinical sequalae were reported and the patient is fine.